Manufacturer narrative:
The device and leads subsequently were explanted with no adverse patient effects.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device would be part of a system explant due to a patient infection.